Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 8.00mm/2.0cm/90cm peripheral cutting balloon was advanced for dilatation. However, upon initial inflation at 4 atmospheres for approximately 20 seconds the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported.